Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the seat has cracked from the back where it attaches to the seat. The consumer states the seat has been cracked for a long time and has progressively gotten worse.

Manufacturer narrative:
Product was returned for evaluation. Date code provided on evaluation. Manufacturer is invamex. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The commode in question had a seat which exhibited a crack that ran horizontally from the front, right corner of the seat towards the center of the commode. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The caller states the seat has cracked from the back where it attaches to the seat. The consumer states the seat has been cracked for a long time and has progressively gotten worse.